Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team confirmed initial findings. The instrument exhibits a broken molded insulator and bent grip tips. The instrument was transferred to design engineering for further investigation of the broken molded insulator failure mode and there were no additional findings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken and unaligned tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.79mm offset at the tips. The grips were not found to have cracking damage. Further inspection found a broken molded insulator. The broken piece measures approximately 2.28mm x 1.71mm and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.